Event description:
The customer reported when the ventilator shutdown during normal ventilation operation. The customer reported there was no patient harm. Device evaluation is pending.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Evaluation pending.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. Review of the device event log noted a vent inop due to a data acquisition pcba adc failure. The service engineer replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable to address the finding.